Event description:
Customer reported the leg extensions are not locking into place. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the latches and inserts for the leg extensions. System operates as intended.